Event description:
Granuloma reaction to rha 4 from dental work. United states report received from a physician on (B)(6) 2022. A patient of unknown age and gender received rha4 for unknown indication, on an unknown date. An unknown volume of rha4 injection was applied to an unknown location using an unknown injection technique. It was unknown if the needle was used from the box or if a cannula was used. Previous cosmetic procedures and medical history was not provided. Concomitant medications, and food supplements were not provided. On an unknown date the patient received an unknown amount of rha4 to an unknown site. On an unknown date the patient experienced a "granuloma reaction to rha4 from dental work". It was unknown when the dental work was done or if the event was still ongoing. The outcome of the event was unknown. It is unknown if the product was available for return. (B)(4). No additional information was available at the time of this report. Case comment: a causal relationship between the rha4 and the reported granuloma reaction can not be established due to limited information and confounding dental procedures. The event is assessed as reportable at this time per the current procedure for all granuloma events. The company will reassess the event upon receiving additional follow-up information from the reporter.